Manufacturer narrative:
A getinge field service technician was onside to investigate the device in question on 2019-11-27. According to the service order (B)(4) rotaflowdrive with serial number (B)(4) came back from (B)(6) and the rotaflow control board (B)(4) was changed and tested as per service manual. All tests passed. Additional the 2 year service was performed, calibration check, full functional test and safety check as per the service manual. All tests passed. It is unknown when the reported "head error " occurred but could be confirmed. Most possible root cause of the head error could be determined as: the head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11. Contain detailed descriptions to prevent an ¿error head¿. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that a head error occurred on the rotaflow console. It is unknown when the incident happen. Requested but still pending. Complaint ID: (B)(4).